Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg would not communicate with external devices. Reportedly, the patient experienced a loss in stimulation. Troubleshooting was unsuccessful. As a result, the ipg was explanted and replaced. Therapy has been restored.